Event description:
It was reported that the pt has expired approx after implant duration of 1 month, due to "worsening underlying cardiopulmonary disease," as learned through the health care provider. It is unk if the death was device related. It was additionally reported that a second device, model # 4500, was implanted. Refer to MFR # 6000002-2008-08627. No further details were provided.

Manufacturer narrative:
Device not returned.